Manufacturer narrative:
The cat6 was kinked approximately 3.0 cm from the distal tip. Evaluation of the returned device confirmed it was kinked. This damage may have occurred due to forceful handling during removal from packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system aspiration catheter 6 (cat6) was kinked at the distal tip upon removal from the packaging. The damaged cat6 was found prior to use and therefore, the cat6 was not used in the procedure. The procedure was completed using another cat6. There was not report of an adverse effect to the patient.